Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer states seal failed. Dealer stated the door seal had become ripped and it was leaking.